Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) the distal segment of the lead was returned where it was discovered that the defibrillation conductor was fractured and distorted. There was blood/body fluid on the outer tubing and in/on the helix, including the sleevehead. The inner and outer tubing was kinked/buckled. The outer overlay was melted. The outer tubing has cosmetic and breach due to environmental stress crack. The outer tubing overlay was breached cut. There was a white substance on the exposed defibrillation coil. The tip seal was observed out of position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead had rising impedances and was fractured. During the explant procedure, there was lots of noise on the lead when pressing on the region of the lead by the suture sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.